Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Fifty unopened samples were received for analysis. The product code is vcp493h. Following the sampling plan, a visual inspection was conducted on thirteen samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the fifty samples. Forty-four samples broke due to improper tipping, as the sutures were breaking away from the swage area. Six samples were observed to be conforming as per flex specification. In addition, a photo was provided showing what appear to be two detached needles and a needle suture piece. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another eight to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. The 9 actual samples were discarded. The surgeon refused to use the remaining 50 sterile products from the same lot and they will be returned for analysis. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.